Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2017 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up. Concomitant products: 5076-52 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the implantable pulse generator (ipg) showed recommended replacement time (rrt) earlier than expected due to a power on reset (por). The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.